Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported leak was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported leak appears to be related to operational context. There was no damage noted to the balloon dilatation catheter (bdc) during inspection prior to use or during preparation which suggests a product quality issue did not contribute to the reported difficulties. Return device analysis noted there were three longitudinal cracks at the proximal end of the hub and a piece of material from the proximal end of the hub was separated and not returned. In this case, it is likely that the inflation device was over torqued during attempts to connect to the hub of the device, resulting in the noted damage to the threads of the hub and subsequently the reported leak. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a mildly calcified and tortuous lesion in the proximal to mid right coronary artery. The 3.50x15mm rx trek balloon dilatation catheter was noted to be leaking at the connection to the indeflator. A new rx trek was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a mildly calcified and tortuous lesion in the proximal to mid right coronary artery. The 3.50 x15 mm rx trek balloon dilatation catheter was noted to be leaking at the connection to the indeflator. A new rx trek was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.